Event description:
The customer reported to baxter (B) (4) that a reservoir ruptured. This condition occurred during filling with an unknown drug. There was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B) (4). The actual sample was returned to baxter for evaluation; however, the sample evaluation is still in process. A follow-up report will be filed upon completion of the sample evaluation or if additional information becomes available.